Event description:
Prior to the start of the procedure, a nurse and cst (central supply tech) were securing the handle of the disposable to the disposable with a wrench that is provided by the manufacturer for the purpose stated above. The wrench is supposed to only tighten the handle, but not allow enough enough pressure to break the body of the disposable wrench. Handle also did not function properly and damaged the body of the disposable shear.